Event description:
It was reported that during the implant procedure, when the lead was connected to the device, the threshold had increased compared to when the lead was connected to the analyzer. The device was replaced. The lead threshold with the replaced device was the same as through the analyzer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).